Event description:
It was reported that usb connection was damaged and cartridge was not fitting properly. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up contact, was noted to be out of warranty and in process of renewal, and no additional troubleshooting or corrective actions were completed due to lack of further information.